Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. The device was evaluated upon receipt. It was noted during servicing that the circulation pump motor had faulty bearings. Circulation pump motor was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was getting low flow and air leak alerts, circulation pump was weak and since the system was overdue for the 2000-hour preventive maintenance service. Mis have recommended sending it. Per sample evaluation results received on 08mar2023, it was reported that the circulation pump primed to allow autofill to complete. The right drain port leaks. Two minor scratches on control panel face. It was stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also stated that replaced the tank seals due to lifting from the tank. The flowmeter was replaced due to a low prewarm flow reading during acats testing. It was noted that the circulation pump motor had faulty bearings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting low flow and air leak alerts, circulation pump was weak and since the system was overdue for the 2000-hour preventive maintenance service. Mis have recommended sending it. Per sample evaluation results received on (B)(6) 2023, it was reported that the circulation pump primed to allow autofill to complete. The right drain port leaks. Two minor scratches on control panel face. It was stated that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also stated that replaced the tank seals due to lifting from the tank. The flowmeter was replaced due to a low prewarm flow reading during acats testing. It was noted that the circulation pump motor had faulty bearings.